Event description:
During a diagnostic endoscopic retrograde cholangiopancreatography, the portion of the cap that secures it to the scope snapped, resulting in the cap detaching and lodging in the patient's vocal cord region. The patient was subsequently intubated, and the detached cap was successfully retrieved using a third-party forceps.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.